Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical field specialist (tfs) conducted additional investigation of the system on site and confirmed the endoscopic camera manipulator(ecm) arm had multiple errors. The tfs replaced the ecm to resolve the issue. The endoscopic camera manipulator has been received at isi for failure analysis investigation. Failure analysis was unable to replicate the reported error after performing multiple tests, however the error was verified through the system logs. The axis 4 potentiometer and motor/ encoder were replaced as a precaution. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the endoscopic camera manipulator had multiple errors. With the assistance of intuitive surgical, inc. Technical support engineer the site rebooted the system, however the system error persisted. The patient was under anesthesia and the port incisions had been placed when the surgeon made the decision to complete the procedure laparoscopically. No patient harm, adverse outcome or injury reported.